Manufacturer narrative:
Patient information was unavailable from the site. The initial report occurred on (B)(6) 2015 and was found to be a non-reportable malfunction based on the information available. On (B)(4) 2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu - camera) was not returned in the original packaging, but rather at the bottom of a large box with several other return items on top of it. The psu housing is well worn with many nicks and scratches. At power up, the psu fault light was not illuminated. A check of the event log revealed a history of illuminator current moving in and out of range. The reported event was confirmed to be caused by an electrical failure mode of the system fault code. The investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the navigation system camera had a bump indicator light on. There was no patient present when this issue was identified.